Event description:
It was reported that when the surgeon torqued the closure top, it stripped. Another closure top was used to complete the case. There was a 30-minute delay with no impact on the patient.

Manufacturer narrative:
E1 phone #: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that when the surgeon torqued the closure top, it stripped. Another closure top was used to complete the case. There was a 30-minute delay with no impact on the patient.

Manufacturer narrative:
Inspection: the device was not returned, however photos were provided which show that the hex drive is stripped. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that when the surgeon torqued the closure top, it stripped. Another closure top was used to complete the case. There was a 30-minute delay with no impact on the patient.

Manufacturer narrative:
Corrections in d9, g1, h3, and h6: investigation type & findings. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the threads are fractured. Additionally, the hex edges are damaged. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.